Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, there was resistance while advancing the commander delivery system and valve through the esheath. The valve got stuck when the delivery system in the middle of the sheath at the expandable area and could not be pushed any further. The whole system was removed and the esheath liner was observed to be damaged (liner torn and shaft kinked). Rupture of the iliac artery was detected. Two covered stents were placed. A second 29mm sapien 3 valve was successfully implanted through the left side with good result. However, the patient went into hypovolemic shock and expired. As per medical opinion, the damage found in the esheath could have caused the artery damage. The perceived root cause of death was a hypovolemic shock. Upon review of the event, the iliac artery and vein ruptured. However, only the iliac artery rupture was detected and repaired, but not the vein. The ruptured vein was not detected in time and the patient was already in shock. Only during the emergency and when further investigating it was noticed that the vein ruptured. The vein was not repaired anymore as the patient deceased. The patient had mild to moderate calcification and tortuosity. The vessel was not pre-dilated. The insertion angle was 45 degrees.

Manufacturer narrative:
Additional information was received. Cine was provided by the complaint site. Patient and device imagery were provided for review and the following was observed: calcification observed in the right iliac. Sheath shaft kinked distal to end of strain relief. Sheath liner torn along sheath shaft. Crimped valve with no observable damage.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Patient and device imagery were provided for review. Upon review it was observed there was calcification in the right iliac, the sheath shaft kinked distal to end of strain relief, the sheath liner torn along the sheath shaft, and the crimped valve had no observable damage. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 to 2 cm. Note: in expectation of high friction, use short movements. Retract loader and peel away if more working length is needed. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Coda balloon. Iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be ready in every case. Consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. Note: surgical cutdown and repair are recommended for the first few cases. Percutaneous access and closure may be considered by experienced users. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testings met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for introduce and navigate system through sheath / access vasculature, resistance between system components, inability advancing through sheath was confirmed due to device imagery. Without the return of the complaint device, presence of manufacturing nonconformances was unable to be determined. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. No IFU/training manual deficiencies were identified. Per the report, while advancing the commander delivery system with crimped valve through the esheath, resistance was encountered, and the valve got stuck and could not be pushed any further. Additionally, there was mild to moderate calcification and tortuosity. Per the procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity, and degree of calcification. Tortuosity and calcification were present in the patient vessels, which can create a challenging pathway for delivery system insertion through the sheath and can prevent the sheath from fully expanding leading to the resistance experienced. Alternatively, if the sheath kinked prior to or during delivery system insertion, then it is likely that resistance would have been experienced. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (sheath kinking) may have contributed to the complaint event. The complaint for sheath liner torn was confirmed due to device imagery. Without the return of the complaint device, presence of manufacturing nonconformances was unable to be determined. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. No IFU/training manual deficiencies were identified. Per the report, while advancing the commander delivery system with crimped valve through the esheath, resistance was encountered, and the valve got stuck and could not be pushed any further. Additionally, the complaint case notes states that there was mild to moderate calcification and tortuosity. Per the procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Calcification and tortuosity in the anatomy may increase the chances of the crimped valve interacting with the sheath. As such, it is possible that the valve struts may get caught on the sheath during advancement. If excessive push force was used to overcome the resistance and the valves struts are caught on the sheath liner, then it is likely that the sheath liner would have torn during delivery system insertion. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. The complaint for sheath kinked, bent was confirmed due to device imagery. Without the return of the complaint device, presence of manufacturing nonconformances was unable to be determined. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. No IFU/training manual deficiencies were identified. Tortuosity and calcification can create challenging pathways for insertion of the sheath in patient and delivery system through the sheath. These patient factors can create suboptimal angles that may have contributed to the sheath kinking during insertion or delivery system advancement. Therefore, it is also possible that the device was excessively manipulated to overcome the high push force, resulting in the kinking of the sheath, which may have further increased the resistance of the delivery system through the sheath. Available information suggests patient factors (calcification/tortuosity) and/or procedural factors (device manipulation due to high push force) may have contributed to the complaint event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Per the report, the damage found in the esheath could have caused the artery damage. The complaint for introduce and navigate system through sheath / access vasculature, resistance between system components, inability advancing through sheath, sheath liner torn, and sheath kinked, bent were confirmed. Without the return of the complaint device, presence of manufacturing nonconformances were unable to be determined. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (sheath kinking) may have contributed to the navigate system through sheath / access vasculature, resistance between system components, inability advancing through sheath event. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the sheath liner torn event. Available information suggests patient factors (calcification/tortuosity) and/or procedural factors (device manipulation due to high push force) may have contributed to the sheath kinked, bent event. No IFU/training manual deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.